Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported inaccuracies that occurred 8 days after the sensor had been inserted. She experienced symptoms of low blood glucose including difficulty focusing, sweating, chills, and clamminess. Her cgm reading was 5.2 mmol/l but her bg reading was 1.8 mmol/l. She self-treated by consuming carbs and did not require medical intervention. At the time of the report she was doing fine. The reported allegation falls within the "c" zone of the parkes error grid. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.